Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force for applied on the ccd wire. In addition, we confirmed that the light guide cable coating damage, the light guide fiber bundle (lcb) broken, the distal body cracked, the junction case cracked, the bending rubber gluing missing, the warning/caution label missing, the junction case leak, the lg prong disinfections damage, the distal body worn out, the down pulley wire worn out, the deflector body hard to move, the operation channel resistance, the suction channel kink, the bending rubber faulty connection, and the insertion flexible tube (ift) faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).